Event description:
Listed to the phone call and verified that the date of death was (B)(6) 2018.

Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose. The cause of death was a major heart issue and the customer had a blood clot and multiple strokes. The caller stated that the customer had heart issues that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing as the hospital was managing their blood glucose. The customer was not using sensors. The customer was using fentanyl patches or pain. The caller agreed to return the insulin pump for analysis.